Event description:
Doctor implanted a 51-416-15 williams zurich mandibular device, end driven in a patient on the 29th of september. Doctor tried to activate on the 14th of october and did not feel he was getting movement; follow up x-rays revealed that the forward plate had separated from the body. Doctor performed unscheduled operation on the 17th of october and removed the broken distractor. Doctor replaced with same stock number distractor.

Manufacturer narrative:
Evaluation of the device shows no obvious material defects. Internal surface shows the correct microcrystalline structure. The fractured plate shows bending at the screw hole. Information in the product insert cautions the surgeon in regards to this type of damage: "correct handling of the implant is extremely important. Contouring of metalic implants should be avoided where possible. If contouring is necessary or allowed by design, the surgeon should avoid sharp bends, reverse bends or bending the device at the screw hole. The operating surgeon should avoid any notching or scratching of the device when contouring it. These factors may produce internal stresses which may become the focal point for evental breakage of the implant." Bending of the plate at the screw hole and normal distraction forces are considered to be contributing factors to this failure.